Event description:
It was reported the atw35 was used during a rectal procedure. It was reported the device malfunctioned. There is no other info. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.48582. Date sent: 10/21/1998. D6: device returned with no lot identification.